Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip was used. However, it was observed that one of the grippers was no longer functioning as intended and the gripper line was broken. Therefore, the device was not used and was replaced. One clip was then implanted, reducing mr to a grade of 1. There was no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue and gripper line break were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to gripper line break. However, a conclusive cause for the gripper line break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip was used. However, it was observed that one of the grippers was no longer functioning as intended and the gripper line was broken. Therefore, the device was not used and was replaced. One clip was then implanted, reducing mr to a grade of 1. There was no adverse patient effects and no clinically significant delay in the procedure.